Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was to be used for a flexible ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during unpacking, a kink was noted on the catheter shaft. The device was not used in the patient and the procedure was completed with another uromax balloon catheter.

Manufacturer narrative:
Visual examination of the returned uromax ultra balloon catheter identified no damage to the catheter hub and tip. Visual and tactile examination identified a kink in the catheter shaft at various locations along its length. The shaft was flattened between 6cm and 7cm distal to the strain relief and between 13.9cm and 14.5cm distal to the strain relief. This type of damage is consistent with an excessive force having been applied to the shaft. Examination of the balloon identified no tears or holes in the balloon material. The balloon does not appear to have inflated but the balloon folds are relaxed. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was to be used for a flexible ureteroscopy procedure performed on (B)(4) 2016. According to the complainant, during unpacking, a kink was noted on the catheter shaft. The device was not used in the patient and the procedure was completed with another uromax balloon catheter.